Manufacturer narrative:
FDA codes for section of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. These steps are considered standard maneuvers during the tavr procedure. During the manufacturing process, all edwards balloons are 100% visually inspected for defects and 100% tested for performance prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication that a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in additional to procedural factors (guidewire position across the native valves, device manipulation), patient factors (severe aortic valve calcification) likely contributed to the increased ar and mr following bav. The patient experienced acute aortic regurgitation after bav, as the retrograde flow temporarily worsened the pre-existing mild/moderate mitral regurgitation. Lastly, deployment of the thv and the removal of the guidewire improved the mr and the patient¿s symptoms resolved. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, due to severe calcification on the non-coronary cusp (ncc), balloon aortic valvuloplasty (bav) was performed with a 20mm edwards balloon catheter. Post bav, the degree of aortic regurgitation (ar) increased. The mitral regurgitation (mr) also increased from mild/moderate to severe. It was determined that the guidewire position in the left ventricle (across the native aortic and mitral valves) contributed to the increased ar and mr and the guidewire was repositioned. An attempt was made to deploy a 26mm sapien 3 valve, but the patient¿s blood pressure (bp) decreased to below 30 mmhg to 50 mmhg. Severe ar and severe mr were continued to be observed. The sapien 3 valve was deployed without rapid ventricular pacing (rvp). Post valve deployment, tee showed a descending aortic dissection. No surgical actions were taken during the procedure to intervene upon the descending aortic dissection. Post valve deployment, the patient¿s bp did not recover. Cardiac massage was initiated and percutaneous cardiopulmonary support (pcps) was introduced; however, the bp did not increase. Following the removal of the guidewire, the pulmonary artery (pa) pressure gradually decreased and the bp increased. The bp stabilized and the patient was weaned off of pcps. The patient was transferred to ICU intubated. Following review of the CT from the case, the method for possible intervention/repair of the descending aortic dissection would be determined. At the time of this report, no further actions had been taken. The native annular diameter measured 20.0mm by tee. Severe valvular calcification and no aortic root calcification was reported. The devices were discarded by the facility following the procedure and are not available for review. There were no allegations of a device malfunction.